Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 did not triggered. All t's were removed.

Manufacturer narrative:
T1, t2 and suture were returned. T1 had been freed from the delivery needle. T2 and balance of suture remained inside the track. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycled, actuated and deployed t2 successfully. No mechanical problem was found with the device returned. This device does not display apparent user factor into the failure. Root cause evaluation has been conducted and concluded that the root cause was undetermined after investigation.